Event description:
It was reported that; doctor was conducting a tlif at l4-l5. He had finished his diskectomy and endplate prep. He decided he wanted to insert a 12x25x0 degree -11 avs unilif wedge nose spacer. He inserted the spacer into the disc space. He then used the mallet to hit the end of the inserter to further the spacer into it's final position. He got the spacer approximately 1/3 into the disc space. As he continued to mallet the inserter, the unilif spacer broke off. It seemed as though it snapped off where you thread it into the inserter. It broke into two pieces. The doctor was able to get the pieces out and insert another 12x25x0 degree-11 spacer without much of a delay.

Manufacturer narrative:
Method: device history review and device inspection.results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. Inspection of the returned device indicates that the implant broke in fast fracture, likely the result of a heavy impaction force.conclusion: the plausible root cause of the reported event is user related - specifically heavy impaction force.

Event description:
It was reported that; doctor was conducting a tlif at l4-l5. He had finished his diskektomy and endplate prep. He decided he wanted to insert a 12x25x0 degree -11 avs unilif wedgenose spacer. He inserted the spacer into the disc space. He then used the mallet to hit the end of the inserter to further the spacer into it's final position. He got the spacer approximately 1/3 into the disc space. As he continued to mallet the inserter, the unilif spacer broke off. It seemed as though it snapped off where you thread it into the inserter. It broke into two pieces. The doctor was able to get the pieces out and insert another 12x25x0 degree-11 spacer without much of a delay.